Event description:
The representative reported that the pump was replaced due to end of life subsequent to hearing the low battery audible alarm. The physician reported that there had been no patient symptoms associated with the event. At explant, a hole was noted in the catheter material and the product was revised. The drug used in the pump was compounded baclofen (1,480 mcg per 24 hours). The patient required no subsequent treatment or intervention and has recovered without sequela.